Event description:
During a right heart catheterization, the distal part of the bmw 300cm wire broke off inside the distal rpa. Wire fragment was retained in the distal right lower lobar lateral segmental branch.